Event description:
Patient's meter would only prompt the "error 2" message. Medical affairs specialist spoke with patient's family member and they explained that the "error 2" message appeared for 1 day only. They were unable to obtain a blood glucose reading and patient was not feeling well and had a dry mouth. They attempted to re-test several times, however, the meter would only display error 2. They immediately called 911 and the ambulance arrived 15 minutes later. The emt meter read "138 mg/dl". The emt did not administer treatment. Patient was not hospitalized. No adverse event or serious injury occurred. The customer service representative, due to an unresolved error 2 message, replaced the meter and control solution.